Event description:
It was reported that the biomed stated that the arctic sun device failed calibration error 5. Per review of wo notes, biomed could not recall expected and actual values and questioned if it was error 5 or some other error. Inlet pressure (ip) was -7.0, chiller temperature (t4) was 30.3, flow rate (fr) was 1.6. It was determined that the device had a failed mixing pump, no water from left drain port.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified as a mixing pump failure. Per review of wo notes, biomed could not recall expected and actual values and questioned if it was error 5 or some other error. Inlet pressure (ip) was -7.0, chiller temperature (t4) was 30.3, flow rate (fr) was 1.6. It was determined that the device had a failed mixing pump, no water from left drain port. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR is not required as this is not an out of box failure. No additional actions are needed. Corrections: d, f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed stated that the arctic sun device failed calibration error 5. Per review of wo notes, biomed could not recall expected and actual values and questioned if it was error 5 or some other error. Inlet pressure (ip) was -7.0, chiller temperature (t4) was 30.3, flow rate (fr) was 1.6. It was determined that the device had a failed mixing pump, no water from left drain port.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.